Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: software corruption, absence of auditory alarm and faded display.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple, consecutive call service alarms on the reported event date of (B)(6) 2013. On testing, the pump powered on and displayed a call service alarm that was not able to be cleared. The pump demonstrated vibratory alarm function; however, there was no auditory alarm function. The pump¿s software was reloaded successfully. After the software reload, the pump was able to power on properly without call service alarm and displayed the verify screen per normal operation. The pump was successfully primed and exercised for 24 hours without malfunction or alarm. The pump cover was removed for investigation. A component of the auditory alarm assembly was noted to be defective. The display screen was noted to be faded.